Manufacturer narrative:
This report is submitted on march 6, 2020.

Event description:
Per the surgeon, the patient experienced an infection. The device was explanted (date unknown). It is unknown if the patient has been re-implanted with another device.

Manufacturer narrative:
This report is submitted on 18 may 2020.